Event description:
The technician alleged the side rail will not stay in the raised position. No patient impact.

Manufacturer narrative:
The technician found the pivot bolt screw assembly is missing and stripped out. The technician replaced the side rail assembly to resolve the issue.